Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited oversensing due to noise. The product will continue to be monitored. Patient condition was not provided.